Event description:
It was reported that during the implant procedure, the physician was not satisfied with the capture threshold. The physician decided to abandon the placement of an atrial lead opting for a single chamber device. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.